Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device was applied to tissue and the jaws could not be re-opened. The site contact was not able to provide add'l details regarding the case and instrument. There was no pt injury.